Event description:
Customer reported incubator 1sensor elevated to 48.3 degrees celsius on the echo. During troubleshooting it was noted that no error message occurred during testing. Per appendix c pg. 5 the incubator should be 38.5 +/- 0.4 degrees celsius.

Manufacturer narrative:
A service call was made. Customer reported force air incubation slot temp out in system status screen. Replaced incubator unit. Ran load incubator.icl and unload incubator to test robot loading and temperature of incubator, all within specifications. Ran wb corqc tests on samples with expected results. System is operating within specifications. An investigation into a customer complaint revealed that the communication process to alert the user of an out of range temperature is not functioning as intended. Customers were notified of the issue in technical communication cc-12-005-01 on february 29, 2012.